Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and replaced broken ac reel that was stuck and also had frayed insulation. The iabp was then put to run and passed all performance and functional tests and was returned to the customer for clinical use.

Event description:
Customer reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) power cord would not extend or retract. There was no adverse event reported.